Event description:
During the device evaluation of the gastrointestinal videoscope, it was observed that the cleaning brush could not be inserted because the channel tube was crushed. Additionally, there was foreign material found on the nozzle. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign object could not be identified. The root cause of why it remained in the device, and the broken channel tube could not be definitively determined. However, the issues are likely attributable to component damage. This foreign material event is detectable and preventable by handling device in accordance with the following IFU: IFU document no.: (B)(4). Rev.: 2 section: chapter 5 reprocessing the endoscope (and related reprocessing accessories) _5.4 leakage testing of the endoscope. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.